Event description:
The customer reported that the battery will not hold a charge. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.